Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: upon further review, patient code (B)(4) does not apply to this report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary #pli (B)(6): evaluation determined that investigation is needed because it was reported that the patient felt a shock at the battery site, felt that she had a bad battery, had recharging difficulties, charged too often and for too long, and the battery charge didn't hold. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates a potential relationship between the adverse event(s) reported and the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a new formal investigation is not possible, because there is inadequate information to initiate formal investigation activities and the most likely cause cannot be determined; while shocking is a known event disclosed in labeling, the allegation of a bad battery and various recharging issues suggests a possible alternative root cause that remains unknown. Follow-up was done with the rep and it is unknown when additional information will become available as the pocket exploration has not been scheduled. Pli 20: evaluation determined that investigation is needed because it was reported that the patient was seeing the thermometer icon. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates there was no adverse event associated with the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a formal investigation is not needed because investigation determined that the cause of the event was not design, manufacturing, or supplier related. Supporting event information used to make this determination includes it was reported that the patient would wear jeans while charging which would reduce airflow. This appears to be the cause of the thermometer icon, not a design, manufacturing, or supplier related issue. Continuation of concomitant medical products: product ID: 37791, serial# unknown, product type: recharger. Product ID: 97754, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. The rep reported that for a very long time which they guessed was probably since being implanted, the recharger has been overheating. By overheating the rep clarified that this meant the patient was seeing the thermometer icon. It takes the patient a long time to charge and they charge every day for 3-4 hours and see the thermometer icon 20-30 minutes after starting the charging session. The patient saw their physician last week who stated that they saw nothing concerning in regards to a possible infection and told the patient to put some ice on the site. The patient charged while in a chair, but also sometimes while they are sleeping. It was noted that the patient did not use a belt. The patient¿s settings were as follows: program 1 at 5.4 volts amplitude, 400 microseconds pulse width, 35 hertz rate, and 479 ohms impedance and program 2 at 10.2 volts amplitude, 450 microseconds pulse width, 35 hertz rate, and 767 ohms impedance. The patient used it 24 hours a day which calculated to an estimated recharge interval of 4.08 days. Physician programmer recharging statistics showed that on (B)(6) 2017 they charged for 0.0 hours and were 50% charged, on (B)(6) 2017 they charged for 0.0 hours and were 50% charged, on (B)(6)2017 they charged for 1.6 hours and were 0% charged, on (B)(6) 2017 they charged for 4.9 hours and were 50% charged, and on (B)(6) 2017 they charged for 0.2 hours and were 50% charged and then charged for another 0.0 hours with 50% charged. Typical coupling was 4 bars. There were no patient symptoms reported and no complications reported. Additional information was received from the rep. It was reported that the rep educated the patient on recharging and the importance of using light clothing while charging to reduce heat and increase airflow. The rep stated that the cause of the prolonged charging time and the thermometer icon was partially determined; the patient would wear jeans while charging which would reduce airflow. The patient was instructed to use a different type of clothing like yoga pants. The rep reported that the issues were resolved and the patient was instructed to contact the rep if it happened again. No further complications were anticipated. Additional information was received from the patient via a rep. It was reported that the patient claimed that she felt a shock near her battery pocket area that happened approximately on (B)(6) 2017. It was noted that this only happened while the patient was sitting. There were no environmental/external/patient factors that may have led or contributed to the issue that the rep was aware of. Impedance was checked and all values were within range. The patient was at a scheduled check-up with her pain doctor, and the physician¿s assistant requested pocket exploration be done. The patient had complained in the past about difficulty recharging and that her charge didn't hold. The patient felt that she had a bad battery. Upon interrogating it, it seemed that her coupling varied and she didn't always charge to 100%. It was noted that the patient ran the voltage pretty high, 8.0+ volts. The issue was not resolved as of (B)(6) 2017. Surgical intervention was planned, but had not occurred or been scheduled. Back pain and fusion were noted as patient medical history. The patient was alive with no injury. The issue occurred during normal use. No new information additional information was received from the patient. It was reported that the patient was charging on the night of (B)(6) 2017 and fell asleep while recharging. When the patient woke up, the ins was only 1/4 charged and had a burn that was exactly the size of the insr antenna on their skin. The patient clarified that it was a blister and that it popped and had three red dots in the middle. The patient wanted to have the device explanted but needed to make sure that their insurance would cover the removal of the device if it was still under warranty. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the patient was having difficulty recharging. The recharger was changed multiple times. Ins wouldn't last very long once it showed that it had reached 100% charge. The rep was on the phone with technical support multiple times and impedances were checked. Due to the issues, the physician decided the best option would be to replace the ins and send in for analysis. Patient experienced recharging sessions of 3+ hours and their battery life would only last a few hours a day. The ins was explanted on (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient was sent a new ins recharger (insr) and the old insr was sent back. No further complications are anticipated.

Manufacturer narrative:
Analysis of the ins (serial# (B)(4)) found no anomalies. The returned ins passed all functional testing in the laboratory. No anomalies were identified. Due to the reported complaint, a connector block leakage test was performed and normal impedances were observed, indicating there were no electrical leakage paths in the connector area. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the {} electrode. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. The rep reported that for a very long time which they guessed was probably since being implanted, the recharger has been overheating. By overheating the rep clarified that this meant the patient was seeing the thermometer icon. It takes the patient a long time to charge and they charge every day for 3-4 hours and see the thermometer icon 20-30 minutes after starting the charging session. The patient saw their physician last week who stated that they saw nothing concerning in regards to a possible infection and told the patient to put some ice on the site. The patient charged while in a chair, but also sometimes while they are sleeping. It was noted that the patient did not use a belt. The patient¿s settings were as follows: program 1 at 5.4 volts amplitude, 400 microseconds pulse width, 35 hertz rate, and 479 ohms impedance and program 2 at 10.2 volts amplitude, 450 microseconds pulse width, 35 hertz rate, and 767 ohms impedance. The patient used it 24 hours a day which calculated to an estimated recharge interval of 4.08 days. Physician programmer recharging statistics showed that on (B)(6) 2017 they charged for 0.0 hours and were (B)(4)charged, on (B)(6) 2017 they charged for 0.0 hours and were (B)(4) charged, on (B)(6) 2017 they charged for 1.6 hours and were 0% charged, on (B)(6) 2017 they charged for 4.9 hours and were (B)(4) charged, and on (B)(6) 2017 they charged for 0.2 hours and were (B)(4) charged and then charged for another 0.0 hours with (B)(4) charged. Typical coupling was 4 bars. There were no patient symptoms reported and no complications reported. Additional information was received from the rep. It was reported that the rep educated the patient on recharging and the importance of using light clothing while charging to reduce heat and increase airflow. The rep stated that the cause of the prolonged charging time and the thermometer icon was partially determined; the patient would wear jeans while charging which would reduce airflow. The patient was instructed to use a different type of clothing like yoga pants. The rep reported that the issues were resolved and the patient was instructed to contact the rep if it happened again. No further complications were anticipated. Additional information was received from the patient via a rep. It was reported that the patient claimed that she felt a shock near her battery pocket area that happened approximately on (B)(6) 2017. It was noted that this only happened while the patient was sitting. There were no environmental/external/patient factors that may have led or contributed to the issue that the rep was aware of. Impedance was checked and all values were within range. The patient was at a scheduled check-up with her pain doctor, and the physician¿s assistant requested pocket exploration be done. The patient had complained in the past about difficulty recharging and that her charge didn't hold. The patient felt that she had a bad battery. Upon interrogating it, it seemed that her coupling varied and she didn't always charge to (B)(4). It was noted that the patient ran the voltage pretty high, 8.0+ volts. The issue was not resolved as of (B)(6) 2017. Surgical intervention was planned, but had not occurred or been scheduled. Back pain and fusion were noted as patient medical history. The patient was alive with no injury. The issue occurred during normal use.